Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle line. This was identified during preparation in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak testing was performed which revealed a leak at the spike port tube and the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.